Event description:
Had a CT scan of abdoman without contrast during procedure, techs stopped the procedure, lifted up pt's gown and looked at area, rewined CT scan. That night, about 5-6 hours later, pt. Complained of itching like "bugs biting" on each side of breasts. 2-3 weeks later, pt complained of "burning" and 2 pin sized scabs 2 inches lateral, along with numbness and pain "on and off" pt. Returned to physician and physician told pt. Complaints were not caused by CT scan. Pt was diagnosed with "shingles" had blood test drawn. Results are not available. Pt spoke with hosp administrator of complaint. They were told that the administrator would speak to the CT department to discuss complaint.